Event description:
It was reported that the customer had a motor error alarm on the insulin pump. No further details given.

Manufacturer narrative:
Findings: pump passed the rewind, basic occlusion, prime/a33 and displacement tests. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.